Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The philips field service engineer (fse) identified during preventive maintenance that the proximal distal port alarm constantly going off, and not providing regular breaths or flow to patient. It is unknown if the device was in clinical use.

Manufacturer narrative:
G4: 11apr2020 b4: (B)(6)2020 the service engineer (se) confirmed there was no patient involvement. The se reported the customer can not replicate the issue and this was user error. The device was returned back to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.